Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4 and an enlarged atrium. Two clips were successfully implanted, reducing mr to a grade of 1. On (B)(6) 2024, the patient experienced shortness of breath and oedema. Echocardiography showed mr had increased to a grade of 3-4. It was noted that both implanted clips were stable on the leaflets. The patient's medications were adjusted so an additional procedure could be performed to treat the recurrent mr. On (B)(6) 2024, a second mitraclip procedure was performed to treat the recurrent mr. One clip was implanted, reducing mr to a grade of 1.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported mitral valve insufficiency/regurgitation (mr) resulting in dyspnea and swelling/edema cannot be determined as both the originally implanted clips were confirmed to be securely implanted and firmly in place. Mitral regurgitation, dyspnea and edema are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.